Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (will not power up) has been confirmed. Upon investigation, the monitor would not power up. The cause for the failure was isolated to a shorted u604 component on the computer/analog pca. Additionally, there was contamination on ca board component j502. The root cause for the contamination was ingress of an unknown liquid. The root cause for the defective u104 pxa processor could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.